Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test alarm. The customer¿s blood glucose level was 214 mg/dl at the time of the incident. It also reported that the customer was advised to insert the new battery and a customer received failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the stop current, run current test, unexpected restart error test and displacement test. No unexpected failed battery test alarm noted.